Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was loaded with a blue cartridge and the staples did not fire correctly, malformed staples. Repeated with next device and had similar outcome. Another device was used to complete the case. There was no consequence to the patient. After the case was over the surgeon reloaded the blue cartridges into these devices and they fired correctly. Surgeon believes the devices had been "long loaded" which resulted in the malformed staples.

Manufacturer narrative:
Date sent: 04/02/2008. Information anticipated, but unavailable at this time.